Event description:
A pt reported they were seen in ER, due to their one touch basic meter allegedly reading blood as control. Pt reported symptoms of hunger, fatigue, dizziness, slurred speech and disorientation. There was no result on their meter as the pt was unable to test. The result on the ER meter is unk. The time difference between pt's meter and ER meter is unk. Treatment was medication for diabetes, type unk. Pt is using expired control solution. No further info has been reported.